Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the review by the post market clinical department and the plant's investigation. This report is associated with MDR 8030665-2014-00211.

Event description:
A peritoneal dialysis (pd) nurse reported that the pd patient discovered fluid leaking from the cycler following treatment on an undetermined date. The nurse reported that the patient had an infection possibly related to this leak. During f/u, the pd nurse confirmed that the patient had peritonitis. The patient was receiving vancomycin and gentamicin antibiotics. The patient's condition was reported to be improving. Culture results were made available. The nurse reported that the cycler sets had been discarded.